Event description:
It was reported that the patient presented to the clinic for an implantable cardioverter defibrillator (ICD) implantation. During the procedure, noise oversensing with pacing inhibition was observed when the ICD was connected to the right ventricular (rv) lead. The initial attempt to implant the ICD and rv lead on (B)(6) 2025 was unsuccessful. Both the ICD and rv lead were explanted and successfully replaced, resolving the issue. The patient remained stable.